Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the guide wire was unraveled. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with a guide wire in the lead. The used guide wire was removed and a new guide wire was inserted and guide wire insertion test was completed with out any issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.